Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; emergency thoracic aortic stent grafting for acute complicated type b aortic dissection after a previous abdominal endovascular aneurysm repair. Ryosuke yoshiga, koichi morisaki, yutaka matsubara, keiji yoshiya, kentaro inoue, daisuke matsuda, yukihiko aoyagi, shinichi tanaka, jun okadome, takuya matsumoto* and yoshihiko maehara doi (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The following adverse events were observed; type b aortic dissection, abdominal pain, melena, stent graft compression, occlusion.